Event description:
It was reported that the patient faced bent cannula and which leads to high blood glucose event on (B)(6) 2026. The blood glucose level was high. The insertion site was abdomen. The infusion set was in use for one day.

Manufacturer narrative:
E1: patient city: (B)(6), patient country: colombia. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. Reporting site: 8021545. Manufacturing site: 3003442380.